Event description:
It was reported that during device replacement, externalized conductors were observed. The lead was capped and a portion was cut due to the set screw could not be screw out from the device. The lead was replaced. The patient was good after the event and there were no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.